Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer did not open for recovery. A field service engineer troubleshot multiple devices that were not on the bus and identified a missing latch insert on drawer number five, along with broken slide rails. Replaced the damaged slide rails after returning and retrieving additional parts fse made necessary adjustments to the row board cables to complete the repair. The pharmacy confirmed that everything was working fine after the repairs. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the main drawer did not open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.